Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/21/2024, a sales representative reported via sems- (B)(4) that an ar-9597-20 angle reamer sleeve and an ar-9676 angle reamer drive shaft became locked together after the case. This did not occur during the surgical procedure, and no additional time or adverse event occurred. This was discovered after use, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for investigation. Visual inspection noted striation marks and nicks on the reamer sleeve - indicative of wear and interference with mating part. Functional testing was performed with its mating part and found that the ar-9676 angled reamer shaft gets stuck inside and cannot be moved freely. The most likely cause is attributed to misuse due to interference with the mating instrument.